Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the configuration issue. The technical support specialist dialed into the station and corrected the time to resolve the issue. The contact information was kept blank due to the reported issues that were found by the technical service specialist while on site. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system was greyed out on the screen. The customer stated they could not administer the medication and causing the delay in patient workflow. There were no adverse events or injuries reported based on this event.